Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 years 3 months post implant of ventrio st, patient was diagnosed with hernia recurrence, adhesions, fibrosis and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This emdr represents the ventrio st (device #2). Additional supplemental emdr was submitted to represent the ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent laparoscopic repair with the implant of two ventrio st (device #1 & device #2). Per operative notes, ¿a large amount of adhesions were taken down from the abdominal wall. A ventrio st (device #1) was placed and secured using sutures. Then a ventrio st (device #2) was placed at the lower point of the hernia defect and secured by sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventrio st (device #3) and removal of ventrio st (device #1 & device #2). Per operative notes, ¿numerous dense adhesions in the right upper quadrant were taken down. There was a small hernia defect identified in an area where the ventrio st (device #1 & device #2) had curled inward away from the abdominal wall was removed. Then a ventrio st (device #3) was placed and secured by sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, infection and emotional injuries. It was also alleged that the patient had mesh had curled inward away from the abdominal wall.